Event description:
Pt received a right modified radical mastectomy with groshong catheter placement on 12/22/97. On 3/10/98 the pt presented to facility for infusion and noted moisture on her anterior chest wall. Radiology dept was asked to investigate. A fluoroscopy performed that day noted that the distal 698 inches of the catheter was broken off. A foreign body retrieval was recommended and performed that day.